Manufacturer narrative:
The customer provided results of the inspiration block test which are normal. However, new logs show failure in both the inspiration valve test and tightness test in addition to a failed step loss test. As unit is covered by warranty, replacement has been initiated for the leaking inspiration valve.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Device has not been returned. However, the strange noise was determined to be likely from the inspiration valve stepper motor. In addition, log files shows alarm 401 - "inspiration valve or device leaky" was active 10 times, and alarm 316 - "blower failure" was active 5 times, indicating a possible inspiration valve leak. At this time, technical support is awaiting the results of the inspiration block and valve test along with new log files from the customer.

Event description:
The customer reported strange noise from the bellavista 1000. The customer confirmed that there is no patient involvement during the reported event.